Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my uterus being removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced angina pectoris ("heart stabbing pain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal and angina pectoris outcome was unknown. The reporter considered angina pectoris and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : case category updated to serious incident. Reporter added. Event "medical device removal" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.